Event description:
The pt has reportedly experienced ongoing intermittent lock issues with use of the device. Programming changes were made; however, this did not resolve the issue. Device revision surgery has been scheduled.